Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed defects to the outer case. The functional evaluation confirmed that the blockage test did not fail. The device could not maintain pressure and the root cause identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device failed blockage test and presented low vacuum and during service evaluation was confirmed that device was not able to generate and control negative pressure.